Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the descending thoracic aorta was shaggy with mural thrombus adherence throughout. Because access from the right iliac was difficult, access was made from the left fa. The patient had already been treated with a distal stent graft, and the device was delivered after a passage test using a gore/dryseal 18fr dummy sheath. On (B)(6), after placing a f32-155 from the th11 level, a f34-209 will be stacked and placed in a manner that will land at the distal constriction of the lsca about 20mm. After placement, a slight contrast was observed inside the aneurysm, so a balloon touch-up was performed, and the absence of endoleaks was confirmed by contrast, and the procedure was completed. On june 24th, the physician contacted the sales rep and said that there was dic immediately after the operation and it was improving, but when the CT scan on the (B)(6) was checked, there was an endoleak and type 1a end leak was suspected. The physician is considering placing an additional stent graft in the near future. Patient outcome: the patient was suspected type 1a endoleak and dic.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2025 an 87-year-old female patient underwent thoracic endovascular aortic repair for treatment of a thoracic aortic aneurysm. The descending thoracic aorta was shaggy with mural thrombus adherence throughout. Because access from the right iliac was difficult, access was made from the left femoral artery (fa). The patient had already been treated with a distal stent graft, and the device was delivered after a passage test using a gore/dryseal 18fr dummy sheath. After placing a zta-p-32-155-w1 from the th11 level, a zta-p-34-209-w1 (complaint device) will be stacked and placed in a manner that will land at the distal constriction of the lsca about 20mm. After placement, a slight contrast was observed inside the aneurysm, so a balloon touch-up was performed, and the absence of endoleaks was confirmed by contrast, and the procedure was completed. On (B)(6), the physician contacted the sales rep and said that there was dic immediately after the operation and it was improving, but when the CT scan on the (B)(6) was checked, there was an endoleak and type 1a end leak was suspected. The physician is considering placing an additional stent graft in the near future. Complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. Images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: ¿a 3d CT image of the thoracic aorta shows a type 3 aortic arch with significant angulation at the proximal descending ta and a narrow radius of curvature, though measurements for these are not annotated. There is diffuse irregularity of the thoracic aortic wall. A single angiographic image shows a type 3 aortic arch with narrow curvature/angulation at the proximal segment.¿ based on these findings the imaging reviews impression are ¿based on the limited imaging provided, the type 1a endoleak is most likely due to the hostile proximal neck anatomy with a type 3 arch and significant angulation/narrow roc of the proximal ta. This angulation is immediately distal to the planned proximal landing zone and likely the cause of the inadequate proximal seal. 3. The ta is also noted to be ¿shaggy throughout¿ with mural thrombus that could also be a contributing factor to the inadequate proximal seal.¿ a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. Based on the information provided and the imaging review the patient had ¿shaggy aorta¿ and a type 3 aortic arch with narrow curvature/angulation at the proximal segment. According to the instruction for use ¿key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees); short proximal or distal fixation sites (< 20 mm); an inverted funnel shape at the proximal fixation site or a funnel shape at the distal fixation site (greater than a 10% change in diameter over 20 mm of fixation site length); and circumferential thrombus and/or calcification at the arterial fixation sites¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified based on the imaging review it is assessed that the type 1a endoleak was related to the proximal neck anatomy with a type 3 arch and significant angulation/narrow radius of curvature (roc) of the proximal thoracic aorta. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.